Event description:
Rptr received implants for cosmetic reasons and has had a total of 3 breast surgeries. She has had breast numbness and chronic fungal infections. Implants have ruptured and there has been bleeding through the envelope. Rptr has had one closed and 1 open capsulotomy. Also reports chronic bladder infections, low blood pressure, demyelinating neuropathy. Carpal tunnel syndrome, motor neuron disease, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, atypical m-s, stroke, reduced blood flow to brain. Chest pain &/or burning sensation, nerve damage, rapid deterioration of eyes, chronic swelling, pain and discoloration of extremities, heat or cold sensitive, raynaud's disease, frequent low grade fever chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, hysterectomy, hair loss, frequent migraines/severe headaches, heart palpitations, allergies to: chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, atypical lupus, inflammation, swelling, pain/arthralgia, persistent joint stiffness, asthma, lymphadenopathy, muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, fascitis, rashes, sun sensitive, severe itching, dermatomyositis, chronic insomnia, non-restorative sleep, vasculitis, thrombosis, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness and misjudge distance/run into objects. Benign laminated fibrous scar identified. Skin with dermal fibrosis consistent with scar formation. Intact breast implants identified. Benign lipoma of left hip and biopsies showed mild chronic inflammation of breast tissue.